Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported power issue. Physio determined that the cause of the reported issue was due to one of batteries installed in the customer¿s device. The battery was unable to be inserted properly into either battery well of the device. This caused an intermittent contact between the battery pins in the device and the contact terminals on the battery; which resulted in the device powering off. This occurred with the battery in either battery well of the customer¿s device and with a known good battery installed in the other battery well. After the battery was replaced, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. The customer was able to power their device back on using the power button. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.